Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine follow up with complaints of fatigue. Upon interrogation of the implantable cardioverter defibrillator, it was discovered that the device was in backup vvi operation. Further investigation found that the backup operation was triggered by poor telemetry to the merlin transmitter remote monitoring system. The device was successfully restored to normal operation and the patient was advised to move the merlin transmitter closer to the bed to prevent reoccurrence.